Manufacturer narrative:
Device history record batch record file number 37031139 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in june 2024. Summary of investigation: the involved access port housing and connection ring were returned for investigation. Visual inspection of the returned device: we received the access port housing and the connection ring. 2 puncture marks are visible in the access port septum. No defect is visible on both elements. The catheter has not been returned for investigation. Dimensional measures: all the measured dimensions are compliant with the defined specifications. Pull test at the juncture access port-catheter: the test was performed with a catheter from our stock from the same batch of tube. The performed pull test is compliant. The disconnection force applied on the catheter of the returned sample is more than 3 times superior to the iso 10555-6 standard requirements. Manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Raw material historical data review: the raw materials used for the batches of the catheter, connection rings and exit cannula included in the device kit were verified. They are compliant with the defined specifications. Another similar complaint was reported, which concludes to a disconnection due to an improper connection made by the medical staff. Root cause: the performed investigations have confirmed the compliance of the access port used by the end customer as no defect was detected. The short duration of the implantation (1 day) allows to hypothesis that the catheter might not have been completely mounted i.e., firmly push the catheter onto the exit cannula ensuring the catheter covers the exit cannula up to the stop as required in the IFU. To avoid disconnection of the catheter, the IFU give recommendations. Conclusion: this complaint is not confirmed as the performed investigations have confirmed the compliance of the device. The catheter disconnection was probably due to an improper connection of the catheter with the access port housing, made by the medical staff. This type of incident is very rare. No corrective actions is envisaged for the moment.

Event description:
"On (B)(6) 2024, port implantation was performed under local anesthesia, and chemotherapy after the first breast cancer surgery was planned on (B)(6) 2024.12. Chest radiography was perfected after port implantation on (B)(6) 2024, chest radiography reported that the chest wall segment of port was blurred. Bedside ultrasound showed port catheter into superior vena cava. The interventional department was invited to perform emergency removal of foreign bodies from the superior vena cava.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record batch record file number 37031139 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in june 2024. Summary of investigation no sample, no picture, no x-ray pictures were returned for evaluation. Root cause without the complaint sample nor x-ray pictures, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. IFU recommendations: the IFU specifies the connection method to well connect the catheter and the access port housing with the connection ring: conclusion: without the sample nor the x-ray pictures for evaluation, it is not possible to determine the root cause of the catheter disconnection the day after its implantation. However, it is worth noting that: the batch history record has not revealed failure during manufacturing process, no other similar complaint was reported on this access port batch. Catheter disconnection is a known complication for which the complaint rate remains low (0,001%). No corrective action is currently envisaged as IFU already gives recommendations to avoid this type of incident.

Event description:
"On (B)(6) 2024, port implantation was performed under local anesthesia, and chemotherapy after the first breast cancer surgery was planned on (B)(6) 2024.12. Chest radiography was perfected after port implantation on (B)(6) 2024, chest radiography reported that the chest wall segment of port was blurred. Bedside ultrasound showed port catheter into superior vena cava. The interventional department was invited to perform emergency removal of foreign bodies from the superior vena cava.